Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini single drawers were not locked. A field service engineer observed that mini drawer 1 pockets were extending fully. Isolated pockets 1¿12, which were causing all pockets to fail. Replaced the mini engine controller for drawer 1¿12. Post-replacement testing confirmed drawer 1 was functioning properly. During troubleshooting, also found that the mini controller for drawer 2 was failing. Isolated pocket 2¿14, which was causing all pockets to extend fully. Replaced the affected pockets, but the issue persisted. Disconnected pocket 2¿14 and replaced the drawer board, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini single drawers were not lock and it opened up the whole drawer instead of one. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini single drawers were not lock and it opened up the whole drawer instead of one. There were no adverse events or injuries reported based on this event.